Event description:
Caller reported being hospitalized, and in intensive care for 3 days due to ketoacidosis. Caller also reported using an insulin pump which was removed in hospital. Customer service agent determined that customer's meter was set in mmol/l rather than mg/dl which is the typical unit of measure in the country.